Event description:
Profound and permanent neurological injuries [nervous system disorder], hyperzincemia [hyperzincaemia], severe and permanent injuries [injury], physical pain [pain]. Case description: an attorney reported that his client, an elderly male age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive on dentures that he received approximately twenty two years ago and reported the following: hyperzincemia, profound and permanent neurological injuries, physical pain, and severe and permanent injuries which have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.